Event description:
Same case as MDR ID#: 2134265-2013-04235, 2134265-2013-04236. It was reported that during a coronary intervention, motordrive pullback failure occurred. Access was obtained via femoral artery. During the procedure, the motordrive of the ilab was very noisy. The physician pushed the pullback button and intermittent pullback failure occurred. The physician was able to place a stent. The physician rebooted the system and swapped out the mdu and sled to complete the procedure. No complications reported. The patient's condition is good.

Event description:
Same case as MDR ID#: 2134265-2013-04235, 2134265-2013-04236. It was reported that during a coronary intervention, motordrive pullback failure occurred. Access was obtained via femoral artery. During the procedure, the motordrive of the ilab was very noisy. The physician pushed the pullback button and intermittent pullback failure occurred. The physician was able to place a stent. The physician rebooted the system and swapped out the mdu and sled to complete the procedure. No complications reported. The patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for evaluation. The unit was received in good condition with no visible damage or defects observed. The unit meets specifications. In addition, the unit successfully underwent a continuous burn-in overnight. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).